Event description:
The physician was attempting to deliver a resolute integrity drug eluting stent to a tortuous, heavily calcified vessel. The device failed to cross. Upon removal of the device, it is reported that a stent strut was noted to be lifted. There was no patient injury reported.

Manufacturer narrative:
(B)(4).